Manufacturer narrative:
(B)(4). A fuse scope was received for analysis. A functional evaluation was performed and found that the image flickers when scope is angulated, indicative of a charge-coupled device (ccd) internal wiring failure. The ccd was replaced to resolve the issue. The reported issue was confirmed. The cause of the reported issue is due to ccd failure. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the image flickered when the scope was angulated. The anatomy of the patient was not visible on the center image when the image flickered. The procedure was completed using the complaint device. There were no patient complications reported as a result of this event.